Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an unspecified error message from her freestyle flash meter. Customer also reported because she was not able to test, she experienced symptoms of hyperglycemia. Customer further reported visiting a health care professional who treated customer with insulin medication. It is unknown if customer was diagnosed with hyperglycemia and if the insulin medication was part of customer's normal diabetes management. Customer did not complete her medical survey at the initial call. Customer services made multiple attempts to follow-up with the customer for additional information but without any success. There was no report of death or permanent impairment associated with this event.